Event description:
It was reported that during a breast biopsy procedure, the device was not acquiring tissue sample. Another device was used to complete the procedure. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided, and the lot device records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The first device was returned with the stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. Loose particles could not be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further function testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs were found to be broken. The investigation is inconclusive for failure to obtain samples, as the devices could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.